Event description:
The complainant had an aic fail and alarm for replacement. There was no harm or injury and instructions for use (IFU) followed and a backup controller was used. No patient was involved.

Manufacturer narrative:
E1: name of initial reporter is unknown. D8/d9: date of device return is unknown. The investigation into the aic -system self check error issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: the aic logs showed that the console would not boot up properly due to communication issues with pbm1. Device analysis: the failure mode was reproduced by field service (fs) japan and resolved after replacing the pbm. The defective pbm had corrosion on the top and bottom. Before sending this console back to the customer, field service was instructed to replace the pbm ((B)(6)) and perform a full functional check on the console and optical system ((B)(6)). This report is being filed as part of a retrospective review of historical records.